Event description:
The customer reported the device screen is freezing, flickering, and/or won't turn on. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit did not power on using battery or ac power. The unit was able to charge the battery and power on when pressure was applied on the unit when docked. Touchscreen responds to physical touch, but the screen is also activated without physical touch when subjected to emi or liquids. No abnormal touchscreen functionality behavior when not subjected to emi or liquids. Internal inspection found some of the instrument board pogo pins are slightly stiff which results in poor connection with docking station, causing the unit to not power on or charge the battery. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device screen is freezing, flickering, and/or won't turn on. No patient impact or consequences were reported.